Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported tissue damage could not be determined. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to inserting the mitraclip devices, it was noted the patient had posterior prolapse and flail. An xtr clip was inserted and was advanced into the left ventricle (lv). It was noted that while entering the lv, the clip had slightly rotated. The physician stated that there were no issues with the device, but the rotating was caused by stored torque in the system and was released while extending the clip. The clip was retracted into the left atrium (la) to be repositioned, but once in the la, it was noticed that a flail on the anterior leaflet had occurred. The physician was unable to determine if the clip caused the anterior leaflet flail. The clip was repositioned and was successfully deployed. Two additional clips were implanted without issues, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.